Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system as implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm. It was reported that on the date the patient returned for follow up, five years and five months later, a type iii endoleak was identified. Intervention was performed the next day. The endoleak was resolved with the implantation of an aortic cuff etcf3232c49e, two endurant limbs and a non-mdt stent graft. 7 endoanchors were also implanted during the procedure and ballooning was performed using reliant balloons. As per the physician the cause of the event was that there was a hole in the main body stent graft about 1cm above the flow divider. No additional clinical sequelae were provided and the patient is fine.